Event description:
Dealer states, "broken welds on the left siderail mount". No injuries alleged.

Manufacturer narrative:
(B)(4) has been initiated for this issue. Model ihcs7, serial number/date code (B)(4). The owner's manual part number 1153410 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The facility, (B)(6), stated that the welds on the left siderail mount allegedly broke on the ihcs7 bed. This part of the frame allegedly cannot be repaired / replaced in the field. A replacement bed is needed. The damaged bed is to be returned to invacare for an inspection and evaluation. No injury alleged.